Event description:
It was reported that the anchor was not set properly and the entire device pulled - out of the pt. A hematoma started to form immediately. The physician and the tech were unable to manually control the bleeding. Surgical intervention was required to remove the hematoma. The surgeon stated that there were no tears or posterior punctures on the common femoral artery. The pt was not taking anticoagulants.